Manufacturer narrative:
A field action was initiated on 07 feb 2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving and unknown number patients. This is the second of three reports. Refer to 8030647-2018-00051 for the first report. Refer to 8030647-2018-00053 for the third report. It was reported that the catheter separated from the patient's airway circuit where the double swivel elbow 15mm adapter was connected to a covidien etco2 cuvette. No patient injury has occurred. A replacement catheter was opened and placed on the patient to remedy the issue. No further information has been provided at this time.